Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the pencil had no visual defects and was tested for self activation, and failed. The coagulation button was activating without pressing of the button. The cut function of pencil tested satisfactorily and the electrode insertion/extraction was within the specification. The pencil passed hipot testing. Also, the device was disassembled and the mechanical rocker showed no physical damage. The dome switches were adequate, there was good tactile feedback. When removing the over mold of pencil, the support switch was relieved of pressure and the self-activation ceased. It has been determined that during assembly, too much pressure was put on the support switch resulting in not enough space between the contacts that activate the pencil when they touch. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a self-activation on switch failure. The most likely cause was determined to be manufacturing related. The event has foreseen risk and is included in a data monitoring plan. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, did not activate. Another device was use and worked fine. The initial investigation detected a unreported condition of self-activation. There was no patient injury.